Event description:
It was reported that during a lobectomy, the two devices would not open after firing. The failed device and tissue were excised from the field. A third device was used to complete the procedure. There was no adverse consequence to the pt.